Event description:
It was reported that the patient developed a pocket infection and the device system was explanted ¿sometime¿ in march. Another system was then implanted on (B)(6) 2013. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The system would not be returned as the customer discarded the pump and catheter. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the hcp stated these were not device related infections as far as he was aware, nor did he treat any of these.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received reported patient records, a procedure note and lab results were available and would be provided. Following removal of the staples from the pump replacement surgery (refer to manufacturer report # 3007566237-2014-00270), a ¿couple¿ days after that the patient presented to their managing health care provider with ¿some¿ discharge which to the health care provider (hcp) looked more like a seroma and subsequently it was drained out. At that time the hcp advised the patient to continue to apply the dressing but ¿for the last two or three days¿ he started noticing a change as far as to a discharge concern. It had become more pus like so the patient presented to the emergency room. The patient was admitted on (B)(6) 2013 through the emergency room (ER). The patient had started having a ¿little bit¿ of pus discharge which over a few days had gotten worse so he came to the ER. Based on the wound it was decided to admit the patient for intravenous antibiotics and further observation. A culture was sent from the ER. Following the recent pump replacement, it was noted that the patient had been kept on oral bactrim ds every twelve hours. Upon physical exam, the wound had ¿quite a bit¿ of redness and edema around the pocket site. There was also a ¿little sinus in the middle of the incision, draining frank pus¿. The whole area was noted to be tender to touch however the temperature remained normal. The next day, the patient was given an intravenous antibiotic. On that tuesday, the patient was taken to the operating room as it was decided given the patient¿s history to explant the pump. The implants were removed except for part of the intraspinal catheter which was kept in situ because of the possibility to prevent any development of cerebrospinal fluid fistula. There was an extensive infection of the pocket where the previous pump was placed. The health care provider (hcp) was able to remove most of the infected tissue including the pouch. Irrigation, debridement and applicable of a vacuum wound pack also occurred. Following removal, as reported a significant pocket infection along with a large collection of purulent material was seen. The patient was placed on vancomycin therapy. The patient reportedly continued to struggle with pain following the device removal but the hcp was able to manage the pain reasonably well with a combination of an intravenous dilaudid pca (patient controlled analgesia) and oral dilaudid. The patient however despite the pain medications was still complaining of quite a bit of breakthrough pain. Notes were provided on 2013 which was postoperative day one. As far as the infection, the hcp sent a culture and sensitivity report and the results were pending. As far as the bacteria, it had come back (B)(6). Anaerobe cultures collected the day of device removal had a final report of no anaerobic organisms isolated. Blood cultures showed no growth at 4 days. It had been noted that perioperative antibiotics had been administered during the pump replacement and sterile precautions occurred throughout the procedure. The day following device removal, a PICC (peripherally inserted central catheter) line inserted, the indication listed dyspnea and a chest x-ray showed mild bibasilar atelectasis. As of the day after the explant, there was a ¿couple of issues¿ as far as the patient¿s pain management. The patient had been on oral dilaudid before and the hcp planned to see if he could manage him with oral medications only. As of (B)(6) 2013 the patient noted the patient in the region of the surgical site had improved and was a 5 out of 10 on the pain scale, burning in character that was exacerbated with pressure of the vac site an alleviated with analgesic medications. As of (B)(6) 2013, upon examination, the patient had slight tenderness to palpation around the wound vac site. There was serosanguinous drainage in the vac site as well. Slight abnormal warmth was noted but there was no fluctuance or crepitus appreciated. A urine culture from (B)(6) 2013 showed mixed isolates likely representing perineal contamination. As of (B)(6) 2013 it was noted the infection had been due to (B)(6). The plan as of that date was to use clindamycin at 900mg IV every eight hours while the patient was hospitalized. A dictation from the patient¿s other hcp, his managing hcp, was also provided from (B)(6) 2013. Upon examination that day, the patient¿s oxygen saturations were 96 percent on room air. Trace peripheral edema was noted to be present. The patient had decreased sensation to light touch and pinprick pain distal to the ankle and wrists. The plan was to have a home health nurse come and help with intravenous (IV) antibiotics as well as the infection. The patient was given a prescription of dilaudid 8mg to take every three to four hours. As far as the patient¿s sleep, it was noted he had been doing well on ativan 2mg and the patient wanted to continue with it. In terms of follow up, the hcp noted the two primary issues were getting the infection controlled and getting the wound healed. The hcp was going to rely on the patient¿s other hcp and home health along with a wound care team. Once the infection gets under control and the wound heals the hcp would formulate a further treatment plan. Until then the patient was to be managed with the oral dilaudid. The patient¿s recommendations for care included the following: continue clindamycin 900mg IV every 8 hours for 14 days, outpatient antimicrobial therapy, home healthcare, weekly cbc (complete blood cell count), bmp (basic metabolic panel), esr (erythrocyte sedimentation rate) and crp(c-reactive protein) draws while on this therapy, follow up with infectious diseases within one week, discharge on (B)(6) 2013 at the request of the other hcp, fentanyl patch 50mcg every 72 hours. It was also noted the patient had been discharged home with flagyl and levaquin. The patient was to contact the managing hcp¿s office if he developed abnormal symptoms or purulent drainage from his wound vac site. The patient was to follow up with the managing hcp in one week. It was reported that overall the patient¿s condition was stable at the time of discharge. Following the patient¿s discharge on (B)(6) 2013, the patient was actually doing well. However since the pump had been removed he had been having a difficult time controlling his pain. He had back pain and leg pain. It was then reported the patient was admitted to the hospital on (B)(6) 2013 for a chief complaint of abdominal pain, multiple pain and poor pain control associated with an infected pain pump site and hypoxia. It was noted at that time the patient had a past medical history for recent admission to the hospital on (B)(6) 2013 for explantation of the infected pain pump which was associated with (B)(6). The patient presented on (B)(6) 2013 for poor pain control associated with his longstanding lower extremity and back pain as well as pain from his surgical site. The patient characterized the pain was 10/10 on the pain scale with 10 being the worst and indicated it was stabbing in character exacerbated with movement and alleviated with analgesic medication. The patient was found to be hypoxemic in the emergency department in the high 70s to low 80s. The patient was taking dilaudid 8mg every three fours and fentanyl patch 50mcg every seventy two hours. The patient actually had taken 64mg of dilaudid in a three hour period including the fentanyl patch. However despite taking those medications the patient was still having a lot of pain. The patient was noted to not be ill-looking; he was just in pain and a ¿little bit somnolent at this time¿. The patient¿s white blood cell count was 7.2, his temperature was 97.3, a chest x-ray showed mid lobular atelectasis versus infiltrate, a PICC (peripherally inserted central catheter) line in good position and no acute infiltrates were seen. It was reported the patient was initially placed on levaquin and flagyl upon admission. The health care provider (hcp) however shifted him back to clindamycin. The patient was still having the same character and severity of the pain. The patient denied any fever, chills, rigors, diaphoresis, chest pressure, cough, shortness of breath, nausea, vomiting or diarrhea. Besides continuing the patient¿s clindamycin, the patient also had a CT scan of the abdomen and pelvis upon admission which showed the right abdominal skin wound with underlying subcutaneous strandling, likely representation inflammation or infection. There were no organized fluid collections seen and it was noted there was an implanted electronic device in the subcutaneous tissues of the left abdomen. There was moderate to large degree of stool in the colon and postsurgical changes of the lumbar spine. The patient was able to move his bowels d during the admission. The patient had also been placed on laxatives. The patient was noted to be ¿a little on the lethargic side¿ although he responded to questions. The patient was tachycardic and it was noted he did have a murmur. The pocket site wound was found to have good granulation and no discharge was noted, it was dry, there was no erythema on the edges and was covered with a wet-to-dry dressing. As of the admission date, the ¿wound vac apparently went bad today¿ and had to be taken out. The area was non-tender. It was noted the pain was due to the recent events along with possibly opioid induced constipation. The patient would be getting IV fluids and a dilaudid pca for the meantime. The wound vac was to be replaced. The hcp¿s notes from that day indicated the hcp had initially opted to change the clindamycin to levaquin for the meantime which would also cover the (B)(6) and add flagyl to cover for any intraabdominal infectious source or bacteria and the hcp would broaden the coverage. The plan was to recheck the crp level in the morning. If it was going up, then the hcp noted the antibiotic may need to be continued at that time. The hypoxemia the hcp noted was likely from hypoventilation from the narcotic use. He was currently on oxygen. During the course of the patient¿s admission, he was noted have persistent hypoxia for which a CT scan of the chest was done which showed a small amount of acute pulmonary embolism in the right upper lobe, an elevated right hemidiaphgragm, mild bibasilar atelectasis and an intrathecal catheter in place. An echocardiogram was done which showed impaired relaxation pattern of left ventricle diastolic filling, ef was 55% to 65%, the left ventricle wall motion was abnormal, the aortic valve was sclerotic, mild aortic stenosis was seen along with mild tricuspid regurgitation, right inferior wall hypokinesis, and the right heart appeared normal. The patient was started on coumadin and lovenox and inr was monitored. The patient¿s urine studies were indicative more of an iron deficiency anemia. The patient was started on ferrous sulfate. The patient¿s pain managing hcp was asked to go up on the duragesic patch for pain control and to continue with the dilaudid pca double dose while admitted and was discharged on dilaudid 8mg every three hours as needed. The patient at that time was at 125mcg topical every 72 hours. The patient¿s hcp also recommended that clindamycin be continued to complete at least a 14 day course. The patient at that time had a wound vac in place and home health care was to continue. The patient¿s inr would be monitored every monday and friday, the last inr was 1.04 and the patient was on coumadin 5mg orally at bedtime which was started on (B)(6) 2013. The patient was currently on lovenox 5mg since it was started. The patient was to be discharged on (B)(6) 2013 with the following medications: lovenox, fentanyl patch, amlodipine, colace, neurontin, hydrochlorothiazide, dilaudid, labetalol, ferrous sulfate, miralsx and senna. The sutures on the spinal wound were discontinued as the wound appeared dry, healed, without erythema or tenderness. The patient¿s condition on discharge was ¿currently stable¿. The patient was to follow up in five days. Due to the patient¿s abnormally high glucose readings it was noted the patient would have a repeat fasting blood glucose test as an outpatient and was asked to go on a diabetic diet. While discussing the patient¿s treatment plans in terms of antibiotics for the infection, the hcp had noted that according to the patient he had multiple previous infections; he had developed (B)(6) multiple times post-surgically in the past. See manufacturer report # 6000030-2006-00464 for one prior infection event. Additional information has been requested, but was not available as of the date of this report regarding other infections.